Manufacturer narrative:
Date of event: (B)(6) 2022. The loaner device was returned to olympus. During the device evaluation, foreign material exiting was found to be exiting out of the channel tube at the distal end. Scratches were found on the flexibility adjustment ring, grip and cover. The control body cover had a chip, discoloration was found on the both the air/water and suction cylinder, the forceps channel port had a dent, buckling was found on the universal cord and the angulation was lower than the standard. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned a loaner evis exera iii colonovideoscope. Upon inspection and testing of the returned device, there was foreign material exiting out of the channel tube at the distal end, which had been attributed to insufficient cleaning. There was no patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 21-mar-2022. Clarification to the initial medwatch, the date reported was based on when the pae was found. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation a root cause could not be determined. However, it is likely that the following contributed to the event: since precleaning was not performed immediately after procedure, removal of foreign object was difficult. Since appropriate reprocessing and feeding of appropriate water volume were not performed in precleaning/manual cleaning, removal of foreign object was difficult. A part of the peripheral devices which were used in combination with device entered the auxiliary channel. Staff of facility was insufficiently trained on device handling and reprocessing in accordance with instructions for use (IFU). The following is included in the IFU and may have prevented the event: ¿precleaning the endoscope and accessories states on performance of immediately precleaning after procedure. If the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Flush the auxiliary water channel:the auxiliary water channel must be flushed either manually or using an olympus flushing pump (endoscopic flushing pump ofp or ofp-2).¿ olympus will continue to monitor field performance for this device.